Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 32 mg/dl. Customer thinks there is delivery anomaly due to over delivery. Customer was assisted in performing displacement test and passed. Customer is no longer concern about a delivery anomaly and advised to monitor pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 32 mg/dl. The customer was treated with juice and declined to troubleshoot.